Event description:
Covidien received information stating that an 840 ventilator had an erratic lower display while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb), the backlight cable, and software was upgraded to the current revision. The unit passed all testing and operates within the manufacturing specifications. The reported issue is a known failure. Three scenarios may occur when the graphical user interface (gui) does not function as intended. (1) the upper screen becomes blank; (2) the lower screen becomes blank; (3) the upper and lower screens become blank. Covidien failure investigation has determined that the root cause for the three scenarios described above is the failure of one of the designator components on the video graphic array (vga) controller located on the gui printed circuit board assembly (pcba). (B)(4).